Manufacturer narrative:
The handpiece was received at the MFR for service and eval. The initial complaint could not be verified. Based on the investigation details, the ball bearings were chipped and the motor had excessive vibration and noise. The rotor assembly and bearings will be replaced.

Event description:
It was reported that the handpiece began overheating at the end of a lumbar laminectomy. There was no reported pt or user injury, and the case was completed successfully with the same device.